Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was a delay in orders crossing over from genesis to pyxis. The night pharmacist reported a delay of approximately 15-20 minutes after orders were verified before they appeared in pyxis. This issue was reported to have occurred over the past several nights. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date. D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist restarted the external messaging services to improve performance and applied knowledge article (patients and order not crossing to med es server) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using thebd pyxis¿ es server, there was a delay in orders crossing over from genesis to pyxis. The night pharmacist reported a delay of approximately 15-20 minutes after orders were verified before they appeared in pyxis. This issue was reported to have occurred over the past several nights. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.